Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won¿t power up) has been confirmed. Upon evaluation the monitor failed to power up. The cause for the power-up failure was an open fuse f600 on the monitor ca board. The root cause for the open fuse could not be positively identified. The failure rate of f600 is well below the predicted rate of failure. No adverse event resulted from the open fuse. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was not powering up. The pt was issued a replacement monitor.